Event description:
The complainant reported a patient with right heart failure was implanted with an impella rp device for mechanical circulatory support. While on support, there was a low pump flow. The device was not explanted as a result and there was no harm to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The data logs were reviewed and confirmed a motor current spike, speed deviation without a change in p-level, slight decrease in flow, and slight increase in placement signal. The product was returned and biomaterial was found wrapped around the impeller. The root cause of the low pump flow was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.